Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set had blockage at site on 05-jul-2024. The blood glucose level was 540 mg/dl at the time of event and was managed by multiple daily injections. The site of insertion was at abdomen. The event occured 3 or more hours after insertion. No further information was available.